Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was provided. A review of the device lot history record is forthcoming. A f/u will be submitted with all relevant info.

Event description:
It was reported that during an interventional procedure of an acute myocardial infarct pt, the moderately calcified, 90% stenosed diagonal artery was pre-dilated with a 2.0 x 10 mm non-abbott balloon catheter however, the vessel recoiled. A 2.25 x 12 mm mini vision was advanced, but it became stuck in the calcified lesion during the positioning of the stent. After removal of the device from the pt anatomy, it was confirmed as a misalignment of the stent. The procedure was completed using a non-abbott stent w/o issue. It was not specified if the stent misalignment resulted from pushing/pulling of the device in the lesion/anatomy nor if the stent was misaligned distal or proximal. There was no reported pt sequela. No add'l info was provided.